Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed constant downstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, a constant downstream occlusion alarm was not reproduced. Downstream occlusion testing was performed, and the device was with acceptable occlusion times at specific pressure ranges. Downstream occlusion alarms were found through a review of the event history log however, the log cannot determine if the alarms occurred were within appropriate pressure ranges. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. No action required to address the allegation. Should additional relevant information become available, a supplemental report will be submitted.